Event description:
Clinical trial. It was reported that 211 days following a coronary artery drug eluting stent treatment procedure, the patient experienced a gi bleed. At the time of the index procedure, the patient presented with an acute mi and one target lesion was identified in the mid lad (left anterior descending) artery. Target lesion one was a 99% stenosed, de novo, ostial lesion with thrombus noted at the lesion site. Target lesion one was predilated with an angioplasty balloon at 6atm resulting in 70% residual stenosis and this taxus express2 stent was deployed at 10atm with a residual stenosis of 0%. During the index procedure, the patient received angiomax, plavix and asa. The pt was discharged two days following the index procedure on plavix and asa. The patient presented with a severe gi bleed 211 days following the index procedure. At the time of the hospital admission, the patient was taking coumadin and asa. The pt was hospitalized, received four blood transfusions, and asa was discontinued. The event is listed as resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.